Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section b1, d2, h1,h2 and h6 has been updated and corrected.

Manufacturer narrative:
Additional information was received on sep18 2023, and section should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. Additional information was received alleged allegation of asthma (new or worsening kidney disease/toxicity. Section was updated in this report. (Getting additional information) have been corrected in this report as follows: section was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section health effects: clinical codes and health effects - impact code was corrected.